Event description:
A customer contacted baxter's technical service center regarding a high drain / call nurse alarm that appeared on the homechoice (hc) display during after use, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) explained the high drain alarm to the home patient (hp). The hp stated that he had gotten off the machine early due to another alarm, used 2 red bags the night before, and had drained more fluid than normal. The hp would continue therapy on this machine. The tsr arranged a swap of the hc device. The hc unit was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the caregiver (cg) regarding the alarm, it was revealed that the hp was able to continue therapy the following evening without any issues. Per cg, hp did not have any symptoms. The cg did know a cause of the high drain alarm. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event as high drain 103 (iipv during cycle 3), but did not duplicate during pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the high drain was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device met specification for the reported issue of iipv (high drain 103). This issue is being investigated through a CAPA.